Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device ((B)(4)): a getinge field service engineer (fse) was dispatched to evaluate the iabp and determined that the issue was a message displayed safety disk replacement was due. The fse tested the unit with all manifold tests without any problems. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and determined that the issue was a message displayed safety disk replacement was due and the fse replaced the safety disk. The fse tested the unit with all manifold tests without any problems. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.